Manufacturer narrative:
The returned device was evaluated and the device was received not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No timeouts or drive stalls were observed in the download data. The pod ran for 48 first prime pulses, deactivating before the start of second prime. No damages or deficiencies were observed on the device subcomponents. As the device did not deploy, it is impossible for the cannula to have been dislodged. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the pod failed to adhere and reportedly fell off the infusion site, causing the cannula to dislodge. The patients reported blood glucose level had rose to over 250 mg/dl. As treatment, the patient applied a new pod.